Event description:
It was identified during bench testing that the mx40 patient wearable monitor device did not produce sound. The device was not in use on a patient at the time of the event results of functional testing indicate that the speaker produced no sound and the speaker was defective. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time.